Event description:
Information from endecor intl. Clinical trial database. Ventriculitis started on the original date, treated with vancomicinum 1,0 x 1. Fluctuating right hemiplegia at the event date, angiography at the event date. Showed no vasospasm. Vasospasm prophylaxis with nimodipinum from 2007. Right hemiplegia ten days later. Due to aca sin., acm sin., aca bilat vasospasm with ischemic complication in the left hemisphere, vasospasm treatment with an increased dose of nimodipinum from 2007, additional balloon angioplasty of aci sin, acm sin. Vasospasm at 2007. Death at 2007, at 00.15. Coils used: x-3-8-t10-mc, nexus morpheus 3d csr, x-2-8-t10-hss, nexus helix supersoft csr, x-3-5-t10-mc, nexus morpheus 3d csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Endecor registry info. Foreign registry pertaining to the eval of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other country's, enrollment started in 2006; enrollment closed in 2007. N=404; patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.